Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to bilateral anterior chest , bilateral medial chest , and the bilateral posterior chest on (B)(6) 2017 using cooladvantage applicator coolcurveplus contour who developed paradoxical hyperplasia (pah/ph) 8 months after treatment on (B)(6) 2018. Diagnosed with pah on (B)(6) 2018. Pah described as treatment area is larger and much firmer than non treated surrounding tissue, the area is the same shape as the applicator.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to bilateral anterior chest , bilateral medial chest , and the bilateral posterior chest on (B)(6) 2017 using cooladvantage applicator coolcurveplus contour who developed paradoxical hyperplasia (pah/ph) 8 months after treatment on (B)(6) 2018. Diagnosed with pah on 26-apr-2018. Pah described as treatment area is larger and much firmer than non treated surrounding tissue, the area is the same shape as the applicator.